Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing of noise on the atrial lead led to episodes of false automatic mode switch (ams). Noise was also observed on the ventricular channel of the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2938836-2018-13159.